Event description:
It was initially reported that the "hpn217" dose was ordered to infuse over 60 minutes (20ml/hr.). However, it was infused over 53 minutes as the syringe was found empty prior to 60-minute period. It was also reported that the device read the volume of the syringe as 16.9ml (with visual reading "eyeball" of the volume was 17ml). Bd learned additional information. It was reported that the device did not have secondary option available when programming an infusion. The customer stated that magnesium, sodium phosphate, and tylenol were infusing as primary at the time of the event. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : medical device catalog #, medical device type, medical device model #, PMA / 510(k)#, concomitant med prod data additional information : medical device serial #, unique identifier (UDI) #, device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was initially reported that the "hpn217" dose was ordered to infuse over 60 minutes (20ml/hr.). However, it was infused over 53 minutes as the syringe was found empty prior to 60-minute period. It was also reported that the device read the volume of the syringe as 16.9ml (with visual reading "eyeball" of the volume was 17ml). Bd learned additional information. It was reported that the device did not have secondary option available when programming an infusion. The customer stated that magnesium, sodium phosphate, and tylenol were infusing as primary at the time of the event. There was patient involvement but no harm.

Manufacturer narrative:
Bd received communication from the reporter stating that the description they initially reported to bd was incorrect. The correct description of the event is now reflected in this follow-up report. Upon further review by persons qualified to make medical judgment, it was determined that the corrected event description does not contain information to reasonably suggest that if the alleged device malfunction were to recur, it would be likely to cause or contribute to adverse event. Therefore, the record is deemed not reportable. With regards to the event detailed in the previous report, it was previously captured under MFR. Report #2016493-2023-252292.

Event description:
It was reported that the device did not have secondary option available when programming an infusion. The customer stated that magnesium, sodium phosphate, and tylenol were infusing as primary at the time of the event. There was patient involvement but no harm. No further information was provided.